Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external controller malfunction

Event description:
Major pump unit(s) involved: external control system failureadditional text: low voltage and yellow alarms.specific component(s) involved: external controller malfunctionadditional text: low voltage/yellow alarms. Patient had syncopal episode and vt when attempted to change controllerother component:causative or contributing factor:other cause:intervention(s): replacement of external controllerother intervention :implant device type: lvadmalfunction device type: